Event description:
It was reported to philips that arcing was seen coming from the paddles during operational testing. There was no patient involvement.

Event description:
It was reported to philips that arcing was seen coming from the paddles during operational testing. There was no patient involvement. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on (B)(6) 2022. Upon evaluation of the device by an authorized bench technician, it was verified that the paddles were not grounding correctly when placed in the paddle tray. As a result, the paddles were activating during shock testing and visibly arching. As a result of the noted issue, it was determined that the therapy pca and paddle tray would need to be replaced to correct the grounding issue. Based on the conclusion of the evaluation, it was determined that both the therapy pca and paddle tray assembly needed to be replaced to resolve the reported failure. As advised, both components were replaced and the unit was deemed fit for use. As multiple components were installed to repair the device, a definitive cause for the failure could not be determined. Following the repair, the unit was returned to the customer to be placed back into service. There is no indication of a systemic problem. No further investigation or action is warranted.